Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose level ranged from 246-247 mg/dl. During troubleshooting with tandem technical support, the customer attempted to reload the same cartridge. Subsequently, the customer received a minimum fill notification. The customer stated that the cartridge has about 180 units of insulin. In addition, it was reported that a cartridge change error occurred. The customer declined to further troubleshoot with tandem technical support and would load a new cartridge on their own to resolve the issues.